Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter had displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred an unknown period of time ¿after he received his new meter¿. It is not known how the patient currently manages their diabetes, nor whether the patient made any changes to their usual diabetes management routine as a result of the alleged meter issue. The patient stated that ¿straight after he could not¿ obtain a blood glucose result on the subject meter he developed the symptoms of ¿stress¿. The patient did not require any form of treatment as a result of this symptom. No other device was used to measure the patient¿s blood glucose during this alleged issue. At the time of troubleshooting the csr noted that the patient did not have testing supplies to walk through a retest in order to try to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.